Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was difficult to remove from the patient's anatomy. In accordance with the instruction for use an attempt to remove the starclose se device by releasing the locking mechanism on the thumb advancer using the access ports was made; however, it was unsuccessful. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.